Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The inspiratory flow control valve and the expiratory flow control valve were replaced proactively.

Event description:
The hospital reported that, when setting the concentration of sevoflurane to1.2%, the unit temporarily displayed 6% on the patient monitor. There was no report of patient involvement.